Event description:
Arm of light swung around further beyond safety stop and light tipped over and hit the pt. The doctor involved in the incident gave a brief verbal report to the hospital staff that the light tilted over and lightly tapped the pt. The pt was not injured.